Manufacturer narrative:
18-apr-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Scratch inside mouth/metal pin has poked cheek/injuries [mouth injury] falling off - oral-b [device breakage] case narrative: female consumer via phone stated that the oral-b toothbrush head kept falling off of the oral-b toothbrush. The metal pin poked her cheek a few times, leading to injuries, and scratched the inside of her mouth. No serious injury was reported. 27-mar-2023 case update: the suspect product lot was r42650310. The concomitant product lot was 1031. No injury was reported. 11-apr-2023 case update from information initially received on 27-mar-2023: the concomitant product was oral-b power power oral care refills precision clean eb20. No injury was reported. 20-apr-2023 case update from information initially received on 27-mar-2023: the concomitant product lot was t0319. No injury was reported.

Event description:
Scratch inside mouth. Metal pin has poked cheek/injuries [mouth injury]. Falling off - oral-b [device breakage]. Case narrative: female consumer via phone stated that the oral-b toothbrush head kept falling off of the oral-b toothbrush. The metal pin poked her cheek a few times, leading to injuries, and scratched the inside of her mouth. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.